Manufacturer narrative:
Result: footboard missing blank modules.

Event description:
It was reported by service report that the footboard was broken, and missing some blank modules. It is unk if there was pt involvement or if there were adverse consequences to report.